Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3531, product type: external neurostimulator. Product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an external neurostimulator. It was reported that trial patient started their trial on (B)(6) 2018 and the ens was now corroded. It was unsure if patient dropped the ens and got it wet or if there was sweat that caused condensation. Caller stated that they had a spare ens in the office and have changed out the batteries however needed instructions on how to pair it with the patient programmer. There was no out of box failure and no therapy or symptoms reported. Additional information was received from caller again and they reported getting the settings not available screen 59. Caller said since 3 days, trial patient had been getting this message and the ma varied from 0.2 to 0.7 ma. Prior to 3 days ago, patient was able to increase stimulation to where it could be felt. Caller had tried using different electrode combinations. The implant site looked fine and hadn't had any recent trauma. It was reviewed that if caller could increase stimulation to 0.7 ma then the system was working properly but that there was suspect of lead movement. Imaging was suggested to confirm. No further complications were reported.